Manufacturer narrative:
Unknown; month and year valid investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the alarm could not be cleared and was displayed as inoperable. Per reporter, the fault occurred during infusion. There was no health damage to the patient in this incident.

Manufacturer narrative:
H3: one device was returned for repair/evaluation. No physical damage was found on the device. Service history review identified no indication that the complaint was related to a service of the device within the view period.: as a result of checking the log, it confirmed that there was a record of occurred non-disposable alarm (nda) after dose completed on june 30, 2024.functional test could not confirm the customer reported issue. Possible defective downstream, upstream sensor or cassette product. Preventively replaced the upstream sensor and performed recalibration. Device passed all functional tests.